Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the tortuous and extremely calcified mid right coronary artery. Initially, the physician attempted to cross the lesion with an ivus catheter, but was unsuccessful. Difficulty crossing the lesion with the maverick2 monorail was encountered and it was crossed by "tapping" it. The balloon was inflated 4-5 atms and ruptured. The total number of inflations and to what atms is unk. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.